Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of initializing screen without manual restart. A definitive root cause, however, could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient stated that prior to this event, there were no issues. No additional patient or event information is available.